Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy (peg) procedure. The exact procedure date is unknown. According to the complainant, when the tip of the device was extended outside the patient using the obturator, the internal bolster detached from the tube. The procedure was completed with a new endovive securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event.

Manufacturer narrative:
Block b3 (date of event): date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(6). Block h6 (device codes): problem code 2907 captures the reportable event of internal bolster detached. Block h6: visual examination of the returned device revealed that the molded internal bolster was detached from the tube. There were no foreign materials, air bubbles, voids were identified in the in the tube/molded internal bolster indicating the material was formed properly. Remnants of the internal bolster remain attached to the tube indicating that the components were joined prior the separation. The complaint was consistent with the reported event of internal bolster detached. It is most likely that procedural and anatomical factors encountered during the procedure could have affected the device performance and its integrity. Probably the molded internal bolster was detached due to user technique, patient anatomy or other procedural factors, also excessive force applied to distend the gastrostomy tube during placement could have contributed with the event. Based on the information available and the analysis performed, the investigation conclusion code for the encountered damages will be documented as adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. The DHR review was performed and no anomalies were observed, the review confirmed that the accepted device met all manufacturing specifications and boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy (peg) procedure. The exact procedure date is unknown. According to the complainant, when the tip of the device was extended outside the patient using the obturator, the internal bolster detached from the tube. The procedure was completed with a new endovive securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event.